Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1954. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with cefazoline (1g twice a day intraperitoneally (ip)) and gentamycin (40mg twice a day ip). The patient's status was unknown but treatment was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient recovered from the event and was discharged from the hospital after 12 days. Should additional relevant information become available, a supplemental report will be submitted.